Event description:
On (B) (6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B) (6) 2010 a computed tomography angiography revealed a proximal type I endoleak. On (B) (6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.